Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint condition was confirmed for the expedium 5.5 poly driver shaft (p/n: 310002155p, lot #: gm5362402) as the distal tip of the device has completely broken off. However, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Activities. Device history lot ==> a review of the receiving inspection (ri) for xpdm poly driver, shaft, dhs was conducted that lot number gm5362402 was released in a single batch. ¿ batch1: lot qty of units were released on (B)(6) 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch ==> null device history review ==> the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a t8-l3 posterior fusion surgery, the surgeon was using bilateral pedicle screws and rods. After inserting the right t10 screw, the surgeon used the screw driver to driver the screw into position. Upon doing so, the tip of the screw driver broke. The fragment generated was easily removed. The broken driver was removed from the sterile field and another driver was used in its place. This incident did not result in a delay in the case and the procedure was completed successfully. There were no patient consequences. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). Unknown handle (part# unknown, lot# unknown, quantity unknown). Unknown sleeve (part# unknown, lot# unknown, quantity unknown). This report is for one (1) powered instruments expedium system poly driver, shaft, quick coupling 5.5. This is report 1 of 1 for (B)(4).